Event description:
On an airmedical transport, the pt was connected to the ventilator and multiple alarms were experienced. When trouble shooting the alarms, the vent showed strange illumination patterns and the alarm was very rapid. Crew attempted to turn off the vent and turn on the vent while bagging the pt. The vent did the same thing with the multiple alarms and rapid alarms again. The pt was bagged to the receiving facility with no harm to the pt.